Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited two low out-of-range (oor) shock impedance measurements on the right ventricular (rv) lead, measuring 0 ohms. In addition, the rv lead and left ventricular (lv) lead pacing impedances decreased as well. It was noted, the patient was in the hospital at the time and on a ventilator. Boston scientific technical services (ts) discussed the oor shock impedances could be due to electromagnetic interference (emi) and recommended checking to see if the patient had any procedures/tests on the dates with 0 ohms readings. Subsequently, no further actions occurred and the patient/system will continue to be monitored. This crt-d system remains in service. No adverse patient effects were reported.